Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified IV injection as treatment for the diagnosis of hypoglycemia. The hcp obtained a blood glucose reading of 16 mg/dl before treatment and 148 mg/dl after treatment on an hcp meter. There was no report of death or permanent impairment associated with this event.